Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic was observed to have a crack in it immediately following its implantation into the eye. The rayone spheric rao100c was explanted and exchanged during the original surgery session without any injury/impact to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 113228992 showed that all manufactuing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 113228992. There is insufficient evidence and information available to establish the cause of optic damage post implantation in this case.

Event description:
On 7th may 2024, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic necessitating lens explantation and exchange.